Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the severely calcified and moderately tortuous right posterior tibial artery. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter with no other devices. There was blood in the inflation lumen. Magnified inspection identified a pinhole in the balloon material over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material and ro markerband that could have contributed to the damage. Magnified inspection of proximal bond did not reveal any damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the severely calcified and moderately tortuous right posterior tibial artery. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.